Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly and the pump was "not working." There was no reported impact to the customer¿s blood glucose level. Additional information was not provided, and the customer declined troubleshooting with tandem technical support.